Event description:
Small perforation in the anterior tibial post-silverhawk. The database lists the event as a dissection, but cath lab report indicates that it was a perforation. Resolved with a covered stent.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.